Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the nature of the query is that this patient continues to have recurrent infections and inflammation around her prosthesis even after multiple 2 stage revisions. The question has been raised as to whether she is having a reaction to the metal. We are therefore getting allergy testing for her but we need to know the exact composition of what we have implanted so dermatology know what to test for. The product was not returned to j&j medtech orthopaedics; however photos were provided for review. See attachment (B)(4) fw miro UK_lps and composition mir#30376. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: lps prox fem troc bdy 15deg lt product code: 198711205 lot number: j6863p and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device product description: lps prox fem troc bdy 15deg lt product code: 198711205 lot number: j6863p and no non-conformances or manufacturing irregularities were identified. Device history batch - null. Device history review - a manufacturing record evaluation was performed for the finished device product description: lps prox fem troc bdy 15deg lt product code: 198711205 lot number: j6863p and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient continues to have recurrent infections and inflammation around patient's prosthesis even after multiple 2 stage revisions. The question has been raised as to whether patient is having a reaction to the metal. Therefore allergy testing is getting done for patient but for that patient needs to know the exact composition of implants so dermatology know what to test for.